Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed late indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts and drive stalls were observed. The pod was reset and delivered a 15u bolus without incident. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No drive resistance was observed. It could not be conclusively determined if the observed high pulse width w/ drive stall is the root cause of the reported needle mechanism complaint.